Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced abdominal pain and discomfort, distress, worsened stress urinary incontinence, urinary frequency, urinary urgency, and urge incontinence. Furthermore, it was reported that the plaintiff died. The causes of death were reported as acute cardiopulmonary arrest and colon cancer. Related to manufacturer report #: 2183959-2015-60672.